Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the auxiliary alarm not working. The bt2 battery that powers the alarm had been depleted beyond functionality and normal wear. Corrosion was also found inside the pump, which contributed to the failure. The pump was serviced and returned.

Event description:
The initial reporter stated that the pumps back up alarm was not working. The initial reporter had received the pump after a complaint of the pump alarming error code 14. They were unable to duplicate that error, however, discovered the back up alarm failure during their testing. Mmdg did try to follow up with the initial reporter to gather additional patient information and their status, but these attempts were unsuccessful. (B)(4).